Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump would stop the continuous glucose monitor session when the customer navigated to the bolus delivery menu. There was no reported impact to customer's blood glucose level. Reportedly, the customer reverted to an alternative form of insulin therapy.